Manufacturer narrative:
(B)(4).

Event description:
This lv lead had noise and impedances greater than 3000 ohms. A lead fracture is suspected. A lead revision has been scheduled for the future. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
11/30/2017 - this lead was explanted. Added the explant date.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection revealed the ligature marks approx. 30 cm distal to the is4 connector pin. Abrasion marks were found along the lead body. Further inspection revealed a deformed insulation approx. 32 cm distal to the is4 connector pin. In that section, the conductor coil was found fractured. This finding can be considered as the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation were observed which occurred most likely during the explantation procedure. Blood penetrated the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.